Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro evh system cannula broke inside the patient's leg. It was retrieved through the original incision. A new kit was used to complete the procedure. There was no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the scope wash tubing were received in the cannula. The tubing was straight and the entire length was present. The device had minimal evidence of blood. Based upon the visual observations, the reported complaint "c-ring broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).